Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 initial sodium=187 mmol/l /repeated on secondary instrument=129 mmol/l (normal range 135 to 148 mmol/l) there was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict diluent (ln 7p53-20) results. The issue resolved after the customer calibrated r1 probe. The ict sample diluent used to analysis of electrolytes on alinity c processing module. Trending review determined no trends for falsely decreased results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, (ln 7p53-20), lot number unknown, was identified. Section g1 contact information was updated to reflect the current contact (B)(6).